Event description:
It was reported that a device would not connect to the customer's network. No pt injury was reported.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be provided.